Manufacturer narrative:
Revision occurred after 6 months due to loosening of the baseplate. No actual, implied, or suspect link to fx product.

Event description:
Revision occurred approximately 6 months after the primary surgery, which occurred on (B)(6) 2024. No fall or other trauma reported. Revision occurred due to loosening of the glenoid baseplate. A 24 mm + 3 lateralized baseplate, 36 mm centered glenosphere, 36 mm + 3 standard humeral cup, and 4 standard screws explanted. These parts were replaced with a 24 mm + 6 lateralized baseplate, 6 mm post extension, 36 mm centered glenosphere, 36 mm + 3 humeral stability cup, and 6 standard screws.